Event description:
The co service rep reported that the device rental unit did not meet a performance specification. The front panel pressure for the control valve was low. There was no pt involvement at all.